Event description:
Patient is post op redo of underwent mitral and tricuspid valve replacement for endocarditis and on vasoactive drips per order, norepi. Syringe and line changed this morning. Liquid noted dripping from line; new tubing placed on existing syringe and cracked tubing sent for follow up.